Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for triglycerides for two (2) patient samples assayed on a unicel dxc 600 pro synchron chemistry analyzer. The erroneous triglycerides results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported experiencing calibration failures for triglycerides. In addition, results for quality control samples for triglycerides were recovering outside of the laboratory's established ranges. The customer performed routine troubleshooting activities which were unsuccessful in resolving the issue. The customer does not have a backup analyzer to rerun the patient samples. A service call was scheduled.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse observed there was no fluid coming from probe #1 or #2 on the cuvette wash station nor any fluid going to both reagent probe wash collars. The fse determined that the cause was due to the quick connect fitting on the wash solution canister. The fse replaced the canister which resolved the issue. The fse primed the system, performed a cuvette wash, calibrated the system, and ran quality control samples. The results for the quality control samples recovered within the laboratory's established ranges.